Manufacturer narrative:
Batch review performed on 01 april 2019: lot 146647: (B)(4) items manufactured and released on 21-jan-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 years after primary the surgeon revised the patient for knee infection. The pathogen is unknown. The surgeon performed an I&d and liner swap. The surgery was completed successfully.